Event description:
Report received that a pt experienced a "shock to her nervous system and certain internal injuries" following a cardiac catheterization procedure with subsequent arteriotomy closure with a starclose device. The pt reportedly experienced pain and "the inability to attend to her regular activities" after the procedure. No add'l info or clarification is available.

Manufacturer narrative:
At this time the device will not be returning for evaluation. The lot number was not identified; therefore, a device history record review could not be performed.